Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with cgm readings in the mid to high 300s and an insulin set expired alert; the user removed the cartridge, received guidance to replace the infusion set and supplies, observed insulin drops, and resumed insulin delivery, after which glucose values returned to range. Symptoms included elevated blood glucose. Outcomes included no hospitalization and restoration of glucose to target range after troubleshooting and education. Investigation included customer service troubleshooting and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear, though replacing the infusion set and supplies resolved the issue. It was concluded that the event was related to hyperglycemia of unclear cause with successful mitigation through replacing the infusion set and ensuring insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.